Event description:
A malfunction was reported on a pump by a customer. The impact on the customer's blood glucose level was not disclosed. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappears.